Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Serial number, model number, manufacturing date, expiration date, physical manufacturing date, UDI, and implant date, are unknown since the serial number was unknown.

Event description:
It was reported that a physician expressed concern on twitter for pacemaker exhibiting loss of pacing output due to electrocautery.